Event description:
The customer reported that the ventilator had a blower stalled error message. The device was not in use at the time of the reported event. The remote service engineer (rse) spoke with the customer who confirmed that the installed software version is currently 2.20. The rse advised the customer to update to software 2.30. The customer emailed back and stated that he downloaded software 2.30 to the device. He tested the unit and it passed successfully.